Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation and device evaluation. Only the rubber piece that had fallen off was returned to olympus for evaluation. Therefore, a device inspection was performed by olympus using a sample from a different lot to confirm the reproduction. It was confirmed that if the guide sheath is inserted and removed from the device attached to an endoscope while the endo-therapy accessory is tilted, the rubber valve will be damaged and fall off. The device history record was unable to be reviewed for this device since the serial/lot number was not provided. However, olympus only releases products to market that meet all manufacturing specifications and final product release criteria. Based on the results of the investigation, it was determined that the rubber valve was overloaded and damaged due to the following operations when inserting and removing the endo-therapy accessory from the device: 1. The endo-therapy accessory was inserted/removed in a tilted position from the biopsy valve. 2. The tip of the endo-therapy accessory was inserted while touching the base of the slit of the rubber valve. Moreover, it is likely that the repeated insertion and removal of the endo-therapy accessory subsequently pushed the pieces of the rubber valve into the endoscope's suction channel, causing them to fall off into the patient's body. However, the root cause of the damage to the rubber valve could not be identified. The event can be detected/prevented by following the instructions for use (IFU) in sections: maj-210 IFU: ¿section 9.4¿ ¿section 9.5 - inserting and withdrawing the endo-therapy accessories: - insert the endo-therapy accessory into the valve as straight as possible. - angled insertion and withdrawal of the endo-therapy accessory can cause excessive resistance, and the endo-therapy accessory or biopsy valve could be damaged.¿ furthermore, the maj-210 medical device package insert states that inserting and removing the syringe, or the endo-therapy accessory angled from the biopsy valve is an incorrect usage method. The IFU also states that this may cause the forceps plug to break and pieces to fall into the patient body. This supplemental report includes additional information received from the customer. B5 updated accordingly. Also, an update has been made to d9 and h3. Olympus will continue to monitor field performance for this device.

Event description:
It was reported that the endo-therapy accessory was inserted and withdrawn at an angle to the biopsy valve. The endo-therapy accessory was used in combination with biopsy forceps. This device combination, and the physician using the device has not recently changed.

Manufacturer narrative:
The evaluation of the event is ongoing. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported, a part of the disposable forceps plug of the bronchoscope broke off and fell into the patient¿s bronchus. The doctor collected the fallen piece. There were no reports of patient harm.